Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below pertaining to the primary svn (B)(4) and event date 30-dec-2024. Please see below for the first 10 boluses listed on the event date 30-dec-2024 in the pump history file. (B)(6)2024 00:31:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6)2024 00:36:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2024 00:41:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6)2024 00:46:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6)2024 00:51:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2024 00:56:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2024 01:01:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2024 01:09:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8) normalbolusamountprogrammed: 34750 (3.475 u) bolusamountdelivered: 34750 (3.475 u) (B)(6)2024 02:31:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 02:36:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) unable to verify customer's daily total of all insulin delivered surrounding the event date of 30-dec-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 30-dec-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 30-dec-2024 in the pump history file. (B)(6)2024 01:16:39.000 alarmalertnotification (40) faultnumber: nodelivery (7) ¿ during bolus. (B)(6)2024 01:22:51.000 alarmalertnotification (40) faultnumber: nodelivery (7) ¿ during bolus. (B)(6)2024 01:25:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) ¿ during bolus. (B)(6)2024 01:26:44.000 alarmalertnotification (40) faultnumber: nodelivery (7) ¿ during bolus. (B)(6)2024 02:21:57.000 alarmalertnotification (40) faultnumber: nodelivery (7) ¿ during bolus. (B)(6)2024 02:26:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) ¿ during bolus. (B)(6)2024 06:01:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Nodelivery (7) - not confirmed. Lost sensor alert - not confirmed. Please see below pertaining to svn (B)(4) and event date 31-aug-2024. Unable to perform the history review 2 day prior to the event date 31-aug-2024 in the pump history file due to no data available. Please see below pertaining to svn (B)(4) and event date 26-nov-2024. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 26-nov-2024 in the pump history file. (B)(6)2024 18:56:31.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor error alert noted. Sensor error alert - not confirmed. Please see below pertaining to svn(B)(4) and event date 01-jan-2025. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 01-jan-2025 in the pump history file. (B)(6)2024 06:01:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 09:07:57.000 batteryremoved (55) (B)(6)2024 09:07:57.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 09:07:58.000 batteryinserted (44) (B)(6)2024 09:07:58.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6)2024 09:08:00.000 batteryremoved (55) (B)(6)2024 09:08:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 09:17:00.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6)2024 09:19:04.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6)2024 09:19:20.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6)2024 09:19:28.000 alarmalertnotification (40) faultnumber: battoutlimit (6) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Lost sensor alert - not confirmed. Failedbatttest (58) - not confirmed. Pump error 23 - not confirmed. Battoutlimit (6) - not confirmed. Please see below pertaining to svn (B)(4) and event date 31-dec-2024. Please see below for the first 10 boluses listed on the event date 31-dec-2024 in the pump history file. (B)(6)2024 00:00:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 00:05:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2024 00:10:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 00:15:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2024 00:17:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8) normalbolusamountprogrammed: 17750 (1.775 u) bolusamountdelivered: 17750 (1.775 u) (B)(6)2024 00:20:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 00:25:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 00:40:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 00:45:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2024 00:50:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) unable to verify customer's daily total of all insulin delivered surrounding the event date of 31-dec-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date 31-dec-2024 in the pump history file. (B)(6)2024 07:38:09.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 31-dec-2024 in the pump history file. (B)(6)2024 06:01:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 09:07:57.000 batteryremoved (55) (B)(6)2024 09:07:57.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 09:07:58.000 batteryinserted (44) (B)(6)/2024 09:07:58.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6)2024 09:08:00.000 batteryremoved (55) (B)(6)2024 09:08:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 09:17:00.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6)2024 09:19:04.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6)2024 09:19:20.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6)2024 09:19:28.000 alarmalertnotification (40) faultnumber: battoutlimit (6) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Lost sensor alert - not confirmed. Failedbatttest (58) - not confirmed. Pump error 23 - not confirmed. Battoutlimit (6) - not confirmed. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Possible under delivery anomaly not confirmed. Change sensor/bad sensor alert not confirmed. No current code/category not confirmed. (Sensor updating/sg not available alert not confirmed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, malaise treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. Customer reported the following led up to the event: just happened suddenly document treatment for high blood glucose: hospitalized other than insulin, indicate medications taken to treat diabetes: just insulin document type of diabetes: type 1. The event involved product(s) mmt-1884, mmt-397a, mmt-332a, mmt-7040a. Troubleshooting was performed. Customer using pump with in 48 hours. It was unknown if the auto-mode feature was active. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7040a.